Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The loose stent was able to be confirmed as the stent was returned dislodged from the balloon. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the right common iliac artery, below the bifurcation, a 0.035 non-abbott guide wire and a 6 fr non-abbott sheath were placed successfully. As the omnilink elite stent delivery system (sds) was being advanced over the guide wire outside the anatomy, it was noted that the stent was loose on the balloon and could be moved. The device was not used in the anatomy. A different omnilink elite sds was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo 0.035, sheath: 6 fr cook. The device has been received. A follow-up report will be submitted with all additional relevant information.